Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, g3, g6, h2, h6 and h11. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to power off both the cv-190 and the clv-190, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. The customer said that she did that already but will do it again. The customer is hanging the scope to dry at that moment. Tac advised the customer that she can bring the scope to another tower and try it. The customer said she has no other tower. Tac advised the customer that the issue could be coming from the scopes or the clv-190, or the cv-190. The scopes would have most wear and tear, next would be the clv-190. Without the ability to swap out either the cv-190 or the clv-190 to narrow down the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device went black during set up / inspection for use. There were no reports of patient involvement.